Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous distal right coronary artery (rca). A 12mm x 2.25mm nc quantum apex balloon catheter was advanced to dilate the lesion. During procedure the balloon was inflate twice, first inflation was to 10 atmospheres and on the second inflation, the balloon ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).